Event description:
Anesthesia machine said "system malfunction" and shut down, no electricity, no monitors, no ventilator. Pt was asleep, intubated during carotid endarterectomy. Clinical engineering went to the room, checked the machine plug ins, wiring, etc and unplugged the electrical cord, plugged it back in. A minute later the machine started working again. The pt was ventilated manually with no difficulty. The machine was removed from service at the end of the case and replaced with another one. There were no further problems during the case. Event reappeared after reintroduction: yes.